Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device has not been returned to date.

Event description:
As reported (B)(6) 2016, a (B)(6), female patient presented for an endovenous laser procedure. During the procedure, when the fiber was fired, the patient experienced a burning sensation in her hip. The fiber was withdrawn at which time, it was noted the locking collar had detached from the fiber shaft, allowing the fiber to extend further than intended. The procedure was aborted at that time, and the patient was admitted to the hospital. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch fiber. A visual/microscopic exam noted no obvious defects. During the functional testing, the fiber fitting was held between two fingers and it was discovered that it was able to slide freely along the shaft of the fiber. Glue fillets are visible on both the distal and proximal side of the fitting indicating adhesive was applied. The customer's reported complaint description of the fiber not locking in place at the proper length is confirmed.the fiber was not correctly oriented in the trè-sheath because the fitting was not adequately bonded to the fiber shaft. This causes the fitting to slide along the shaft, inhibiting correct sheath-locking positioning. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process the presence of fillets on the fiber fitting is 100% inspected and also receives one aql inspection. In addition to those inspections, the tensile strength of the fitting on each fiber is tested. The presence of glue fillets on both sides of the fiber indicate that adhesive was applied during manufacturing. The most likely root cause to this event is that the user over tightened the fitting to hub connection, breaking the bond from the fitting glued to the shaft of the fiber. Though this complaint does not appear to be manufacturing related, the department responsible for bonding the fitting to the venacure fiber has been made aware of this complaint. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).